Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the suggested bolus amount given by the pump was too high. Reportedly, the pump settings were not changed. Recommendation was made by tandem technical support to consult healthcare provider to ensure settings were correct. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.